Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he experienced a low blood glucose level. His blood glucose at the time of incident was 47 mg/dl. The customer stated that his cannula was set to 3.9; the customer was advised about the various consequences for overfilling the cannula and was assisted in correcting the issue. Troubleshooting was declined because the customer believed that overfilling the cannula was the issue as well as not eating enough to cover his insulin. The customer was advised that the helpline is available to help 24 hours per day. No products were returned or replaced.